Event description:
Later healthcare professional reported "double capsule" and crease folding of implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety product/procedure: unable to observe, as it is not related to the device. Rupture: no observed, openings on the device. Capsular contracture: unable to observe, as it is not related to the device. Crease/folding of implant: unable to observe, as it is not related to the device. Double capsule: unable to observe, as it is not related to the device. Additional observations: deformation observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. Rupture and exchange, due to concerns with the product. Later, healthcare professional reported, "double capsule" and crease folding of implant. Device has been explanted.

Manufacturer narrative:
Continued e.1 email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, rupture, and exchange due to concerns with the product. Device remains implanted.